Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, sn(B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for a cori-assisted ukr surgery, a disconnect error message was displayed for the real intelligence robotic drill ((B)(4)). They troubleshot by ensuring all components of the handpiece were assembled appropriately, the case was quit, the drill was unplugged and plugged back in, and it was tried again. Then a critical error message was displayed in the real intelligence cori system ((B)(4)). The procedure was finished with a smith and nephew back up device without any significant delays (fewer than 30 minutes). No patient was harmed. Additionally, after the case was completed the real intelligence robotic drill tracker was wiggled to see if that was impeding the unlocking mechanism of the ri robotic drill attachment but this was unsuccessful ((B)(4)). Then, an attempted was made to unlock the attachment via the drill diagnostic test but this was unsuccessful ((B)(4)). No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.